Event description:
The surgeon had performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. About two weeks later, the patient developed a condition thought to be a minor infection. An incision and drainage procedure was performed on (B)(6) 2012, and the patient was tested for infection, but tests were negative. The surgeon flushed the incision, but did not perform a revision of the poly component due to the negative tests for infection.

Manufacturer narrative:
As part of the normal complaint process, an evaluation was initiated by mako surgical with regard to this event. The evaluation is currently in progress. If additional information is obtained after the investigation has been completed and is substantive in nature, a follow-up MDR will be submitted.